Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and experienced a shock in their buttocks. Impedances were checked on (B)(6) 2020 showed no issues at this time. The issue was reported as resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury.¿ relevant medical history included diabetes, hypertension, and nodules on their thyroid. There were no further complications reported or anticipated.